Event description:
It was reported that applicator deployment occurred. The sensor was inserted into the arm on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed, and no damage was found. The internal visual inspection was performed and failed due detached/missing needle. The allegation was not confirmed. However, a broken or detached needle or cannula was found in connection to the reported allegation. The probable cause of the broken or detached needle or cannula was determined to be probable cause from inv. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).